Manufacturer narrative:
A review of the manufacturing records for the intraocular lens (iol) was performed. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review: the directions for use (dfu) was reviewed. The dfu states to carefully remove all viscoelastic from the capsular bag. Residual viscoelastic may allow the lens to rotate. The dfu contains a section on lens power calculations where an accurate keratometry and biometry is essential for successful visual outcomes. Preoperative calculation of the required spherical equivalent lens power should be determined. Misalignment of the axis of the lens may compromise its astigmatic correction. Such misalignment can result from inaccurate keratometry or marking of the cornea, inaccurate placement of the lens axis during surgery, an unanticipated surgically induced change in the cornea, or physical rotation of the lens. In order to minimize this effect, the surgeon should be careful to ensure that preoperative keratometry and biometry is accurate and that the iol is properly oriented prior to the end or surgery. The dfu adequately provides instructions and precautions for the proper use, implant, and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4), the intraocular lens remains implanted. (B)(4) - unexpected post op refraction. Residual astigmatism post op. Medication prescribed post op. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the doctor that a female patient experienced unexpected post op refraction with remaining astigmatism (2.75 remaining) after implantation of the intraocular lens (iol), a model zct lens. Follow up provided that the pre-op astigmatism was 3.2 diopters. The lens was implanted in the patient's right eye. The patient needs glasses for far and near sight with vision cc 1.0 - patient wishes to have no glasses for far sight. The lens remains implanted; maybe there will be lasik done sometime in the future. Post-operatively, the patient was treated with monodex 5 x a day and corneregel eye gel. No further information was provided.